Event description:
Md was declotting a forearm loop graph that ws more than 3 years old and very clacified. After two passes, basket became dislodged from catheter and broke off completely. Patient was transferred to hospital. Basket was surgically removed. There were no major complications reported.